Event description:
Procedure: robotic hysterectomy. According to the reporter: plastic end pushed through mesh covering allowing a blunt end to be exposed during robotic hysterectomy.

Manufacturer narrative:
(B)(4).